Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for high blood glucose level. Customer stated that she could not afford insulin and went high. Customer was initially called to get assistance with setting up the insulin pump, assistance was provided. Customer's current blood glucose level was 87 mg/dl. No further information reported.